Manufacturer narrative:
Updated field: b4, d8, d9,g3, g6, h2, h3, h6 ( (component code, health effect code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being observed that the display was being distorted when the device was being powered on. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the display ribbon cable) which has resolved the issue. The unit had passed all the calibration , functional and safety tests were being performed. The unit was returned to the customer and cleared for clinical use. There was no involvement of the patient during this incident. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0012-00-1429 display cable 02 46_meritec with a reported unit failure of display issues, black screen after booting. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0012-00-1429 display cable 02 46_meritec into the cs100 test fixture serial number (B)(6)-k3 and tested the cable to factory specifications per the cs100 service manual part number 0070-00-0528-01 rev. The fat dept. Proceeded to boot the cs100. After booting up, the fat dept., observed normal video on the display. The fat proceeded to boot the unit up a number of times, and the fat dept. Could not replicate the complaint of a black screen after booting. The cable passed testing. Retaining the cable in the fat dept. Per procedure number 0002-07-d008 rev.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) has display issues. There was no patient involvement.